Manufacturer narrative:
The ssvt-1 centrifuge was returned to beckman coulter for evaluation and repair. The centrifuge was confirmed to be damaged due to the rt12 rotor breaking during centrifuge operation. The centrifuge was repaired and returned to the customer. (B)(4).

Event description:
The customer reported the rt12 rotor broke during use of the ssvt-1 centrifuge with broken pieces contained within the centrifuge resulting in loss of samples. There is no report of injury to the operator, exposure, or medical attention required due to this event.